Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc sling on (B)(6) 2004 with the intention of treating her stress urinary incontinence. It was alleged the plaintiff experienced pain, infection, urinary problems, dyspareunia, and emotional distress. Additional info received indicated the plaintiff died on (B)(6) 2013. The cause of death was not reported.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.